Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Concomitant medical product received on: 01oct2020. Investigation ¿ evaluation. It was reported to cook that a quick-core coaxial biopsy needle set contained a stylet that was screwed too tightly in the outer part of the needle and could not be taken apart. A second needle (reported under medwatch report #:1820334-2020-01774) was used but the same problem was encountered. A third device was used to complete the procedure. This incident was reported by shanghai huirong med. Science, in china. No adverse effects were reported. A review of the complaint history, device history record, instructions for use (IFU), quality control, and specifications of the device, as well as a visual inspection, and functional test, were conducted during the investigation. The complaint returned a coaxial needle assembly from a quick-core coaxial biopsy needle set to cook for investigation. The coaxial needle was difficult to unscrew, but was able to be unscrewed by hand. The trocar slid in the cannula with ease. Additionally, a document based investigation evaluation was performed. The risks associated with these devices are acceptable when weighed against the benefits. Although inspection steps are in place related to this failure mode, a project was opened to further investigate/address this issue. A correction has been implemented and the complaint device was manufactured prior to implementation of the correction. The device is shipped with instruction for use (IFU) which provides the following information to the user related to the reported failure mode: instructions for use: ¿1. If using the coaxial needle, insert the coaxial needle to the border of the lesion. 7. To remove tissue specimen, pull back on the plunger until a firm click is felt. This indicates that the cutting cannula is locked into position. Push stylet forward to expose specimen within the notch, and remove tissue.¿ a review of the device history record (DHR) was also conducted as a part of the investigation to check for failure related nonconformances and additional complaints. The DHR for the complaint lot and related subassembly lots records no nonconformances. A data base search revealed no additional complaints for the lot from the field. As there are no related nonconformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. Based on the information provided, examination of the returned product, and the results of the investigation, a definitive root cause could not be established. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Occupation: unknown. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a male patient required a quick-core coaxial biopsy needle set for a percutaneous lung biopsy procedure. During the procedure, the user found that the inner stylet of the coaxial needle could not be removed. A second needle of a different lot was used to replace the device, however that needle had the same failure. A third device was used to complete the procedure successfully. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. The first device is reported under the medwatch report with patient identifier (B)(6). The second device is reported under the medwatch report with patient identifier (B)(6).